Manufacturer narrative:
(B)(4). D10: 00625006525 bone screw selftapping 6.5 mm dia. 25 mm length lot# j7470733; 00625006525 bone screw selftapping 6.5 mm dia. 25 mm length lot# j7470734 x3; 11-301620 arcos 20x200mm cyl dist lot #032610; 11-301303 arcos con sz c std 60mm lot #632650; 010000820 g7 hi-wall arcomxl lnr 36mm g lot # 6588427; 11-107021 freedom constr hd 36mm t1 +9mm lot # 620700; 010000985 g7 freedom const e1 lnr 36mm g lot # 7042237. G2: foreign: mexico. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 02170, 0001825034 - 2023 - 02172, 0001825034 - 2023 - 02173, 0001825034 - 2023 - 02174. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted h3 other text : device was discarded.

Event description:
It was reported that during a revision of unknown devices, the doctor noted that the acetabulum was not prepared correctly; therefore, inserted the cup with fixation of four screws. During the attempts of reduction, encountered difficulty and upon delivery of force, led to rotation of the press-fit femoral stem. A curved stem was then placed and as additional reduction attempts were made, the stem also rotated, leading to the stem being cemented. In the process of testing the hip, one event of dislocation occurred; therefore, additional reduction maneuvers were repeated. The procedure was completed and the patient was transported out of the or. After approximately 1 hour, the patient was returned to the or due to dislocation. The liner was revised to a freedom liner and was successfully reduced without dislocation. Subsequently, due to the use of tensile force, the cup detached from the acetabular wall and the patient was hospitalized hip pendent. There is no additional information available at the time of this report.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Complaint confirmed based on evaluation of the provided x-rays. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: possible loosening of the acetabular cup and associated cement with lateral migration of the acetabular construct. Associated hip dislocation post revision. Loosening of the femoral component. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.